Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was unable to verify the customer's reported issues. The ventilator passed 60 hour extended run in test at the customer's settings. The ventilator passed 40 minute battery duration test from the lap top ventilator service manual. Review of event trace revealed one "ln vent1" condition. The service technician was unable to reproduce the "ln vent1" condition during bench testing. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported that their lap top ventilator 1200 displayed a power mode failure message, lights and display were flashing on and off, and the unit would turn on by itself. The customer confirmed there was no patient involvement associated with the reported issues.